Event description:
It was reported the patient¿s implant was ¿disconnected¿ because it gave them stimulation that was ¿too strong¿ and was causing pain on their left leg. It was stated the interstim was moving around. It was unclear what ¿disconnected¿ meant and if the device was still implanted or not. Per manufacturer¿s device registry, the lead and implantable neurostimulator were removed on (B)(6) 2010. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v208206, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).